Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump repeatedly issued alert 38 indicating a consecutive motor stall following restart, and the issue persisted with the prior infusion set and cartridge until the user performed a full restart, rewind, and replacement with new supplies, after which normal pump function resumed. Symptoms included hyperglycemia, with blood glucose later reported as 125 mg/dl and stable. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall that was resolved by replacing the infusion set and cartridge, indicating a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.